Event description:
The physician was performing a biopsy of the pancreatic duct with a cytology brush. The distal tip of the cytology brush detached in the duct. No retrieval attempt was made and the physician chose to alllow the tip to pass naturally. The pt is in satisfactory condition.